Event description:
Fall [fall] brain bleed [cerebral haemorrhage] missed her follow up dose [device used for unapproved schedule] (B)(4) is a serious, spontaneous case received from a nurse in united states. This report concerns a (B)(6) female who experienced a fall, brain bleed and missed her follow up dose during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection 1 %, of unknown dose, for osteoarthritis from (B)(6) 2018. The patient received her first injection of euflexxa on (B)(6) 2018 and her second injection on (B)(6) 2018. It was reported that the patient missed her third dose due to a fall that occurred on (B)(6) 2018 and a brain bleed that caused her to be hospitalized. The nurse reported that the patient stated the fall caused the brain bleed. It was reported that the patient then received her third injection of euflexxa on (B)(6) 2018. The causality of the fall was reported as unlikely related to euflexxa. The lot number for euflexxa was n10839c with an unknown expiration date. The patient was hospitalized on an unknown date due to fall. The patient was hospitalized on an unknown date due to brain bleed. Action taken to euflexxa was dose not changed. At the time of this report, the outcome of brain bleed was recovering/resolving, the outcome of missed her follow up dose was recovered, the outcome of fall was unknown. The patient`s medical history was significant for right knee arthroscopy, family history of diabetes, family history of heart disease, family history of tuberculosis, family history of cancer, family history of copd, upper gastrointestinal endoscopy, tonsillectomy, tendon release, tah and bso, excision of hemangioma upper back, lumbar disc surgery, repair of medial meniscus right knee, hysterectomy, bursa removal, foot tendon surgery, cholecystectomy, breast biopsy, bone graft, appendectomy, vocal cord atrophy, tonsillitis shoulder capsulitis, osteopenia, mononucleosis, migraine headache, lumbar pain, low back pain radiating to left leg, irritable bowel, impingement syndrome of shoulder, hypertension, high cholesterol, hashimoto`s thyroiditis, gastroesophageal reflux disease, fibromyalgia, endometriosis, depression, cervical pain, cancer (hcc) basal cell, asthma, bilateral x-ray of the knees (from (B)(6) 2017), abstains from alcohol, non-smoker, allergy to tape, allergy to penicillin, allergy to lindomycin hcl, allergy to egg white, allergy to amoxicillin, right knee arthroscopy, degenerative disc disease, lumbar spinal stenosis, left radicular leg pain, middle low back pain with right-sided sciatica. The patient`s past drug therapy was significant for betamethasone and monovisc (from (B)(6) 2017). It was also reported that the patient did not have a history of chronic pain, obesity, or rheumatoid arthritis and participates in regular physical activity. The following concomitant medications were reported: excedrin migraine, diclofenac, topamax, accolate, synthroid, cozaar, dilantin, nexium, calan, inderal, allegra allergy, lexapro, triglide, aspirin, multivitamin, calcium 600 + d, boniva, vytorin, elavil, vicodin, tylenol, ipratropium bromide and albuterol sulfate, deltasone, deltasone, coreg, vitamin d, magonate, mobic, antivert, albuterol sulfate, reglan. The events fall and brain bleed were reported as serious. The event missed her follow up dose was reported as non-serious. At the time of reporting the case outcome was unknown. Overall listedness (core label) is unlisted. Reporter causality: not related. Company causality: not related. Other case numbers: case number, others = (B)(4). This report. This ae occurred in the us and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer no corrective action was done by the manufacturer or requested by regulators.

Event description:
Fall [fall] brain bleed [cerebral haemorrhage] missed her follow up dose [device used for unapproved schedule] case(B)(4) is a serious, spontaneous case received from a nurse in united states. This report concerns a (B)(6) female who experienced a fall, brain bleed and missed her follow up dose during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection 1 %, of unknown dose, for osteoarthritis from (B)(6) 2018. The patient received her first injection of euflexxa on (B)(6) 2018 and her second injection on (B)(6) 2018. It was reported that the patient missed her third dose due to a fall that occurred on (B)(6) 2018 and a brain bleed that caused her to be hospitalized. The nurse reported that the patient stated the fall caused the brain bleed. It was reported that the patient then received her third injection of euflexxa on (B)(6) 2018. The causality of the fall was reported as unlikely related to euflexxa. The lot number for euflexxa was n10839c with an unknown expiration date. The patient was hospitalized on an unknown date due to fall. The patient was hospitalized on an unknown date due to brain bleed. Action taken with euflexxa was dose not changed. At the time of this report, the outcome of fall was recovered, the outcome of brain bleed was recovered. On (B)(6) 2018, the outcome of missed her follow up dose was recovered. The patient`s medical history was significant for right knee arthroscopy, left knee arthroscopy, family history of diabetes, family history of heart disease, family history of tuberculosis, family history of cancer, family history of copd, upper gastrointestinal endoscopy, tonsillectomy, tendon release, tah and bso, excision of hemangioma upper back, lumbar disc surgery, repair of medial meniscus right knee, hysterectomy, bursa removal, foot tendon surgery, cholecystectomy, breast biopsy, bone graft, appendectomy, vocal cord atrophy, tonsillitis shoulder capsulitis, osteopenia, mononucleosis, migraine headache, lumbar pain, low back pain radiating to left leg, irritable bowel, impingement syndrome of shoulder, hypertension, high cholesterol, hashimoto`s thyroiditis, gastroesophageal reflux disease, fibromyalgia, endometriosis, depression, cervical pain, cancer (hcc) basal cell, asthma, bilateral x-ray of the knees (from (B)(6) 2017), abstains from alcohol, non-smoker, allergy to tape, allergy to penicillin, allergy to lindomycin hcl, allergy to egg white, allergy to amoxicillin, allergy to fluconazole, degenerative disc disease, lumbar spinal stenosis, left radicular leg pain, middle low back pain with right-sided sciatica. The patient`s past drug therapy was significant for betamethasone, monovisc (from (B)(6) 2017) and celestone (from (B)(6) 2017 to an unknown date). It was also reported that the patient did not have a history of chronic pain, obesity, or rheumatoid arthritis and participates in regular physical activity. Description of physical findings of the knee during physical examination were reported as seven to eight degrees flexion contracture, flexion to about 120 degrees. Some grinding. The rest of the exam was normal. Examination was performed on (B)(6) 2017 prior to euflexxa. The following concomitant medications were reported: excedrin migraine, diclofenac, topamax, accolate, synthroid, cozaar, dilantin, nexium, calan, inderal, allegra allergy, lexapro, triglide, aspirin, multivitamin, calcium 600 + d, boniva, vytorin, vicodin, tylenol, combivent, deltasone, deltasone, coreg, vitamin, magonate, mobic, antivert, albuterol sulfate, reglan and lipitor. The events fall, brain bleed were reported as serious. The event missed her follow up dose was reported as non-serious. At the time of reporting the case outcome was recovered. Overall listedness (core label) is unlisted. Reporter causality: related, company causality: related. Other case numbers: case number, others = (B)(4). Mw 3500a MFR. Rpt. # = 3000164-2018-00008. This ae occurred in the us and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer no corrective action was done by the manufacturer or requested by regulators additional information was received on 03-jan-2019 from the initial reporter: follow up 01- onset date of the events of fall and brain bleed updated to 14-feb-2018. Outcome of all of the events amended to recovered. Additional concomitant medications and medical history added. Narrative updated.